Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Pt infection. Product was removed and replace with a port. No other information known at this time.